Manufacturer narrative:
(B)(4). D4: catalog no- correction h2: correction

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the skin. On (B)(6) 2024, it was reported that the patient experienced hyperglycemia and went to the hospital. She was unable to confirm the exact readings on bg and cgm but mentioned her glucose at the time was around 600 mg/dl and that dexcom was within range. She was experiencing frequent urination and dry mouth. When the patient arrived at the hospital, she was diagnosed with dka. She was asked to remove her pump which led her to remove her dexcom transmitter and sensor as well. The patient was treated with insulin. The patient was discharged on midafternoon of (B)(6)2024. At the time of the report the patient was stable. It was reported by the patient that the pump was stop giving her an insulin that result a dka, she mentioned that it was not fault by dexcom product. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.